Event description:
It was reported the patient was unable to receive stimulation in area of his back. The sjm rep met with the patient for reprogramming, but the stimulation was unable to target the pain pattern follow up identified the patient was scheduled to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.